Event description:
Dr (B)(6) injected a female pt with 2 x 1.5cc of radiesse. Injection location was not specified. The pt lives in (B)(6) and sent photographs to dr (B)(6). Pt complained of inflammation redness and pain. Dr (B)(6) prescribed antibiotics. The pt has resolved.

Manufacturer narrative:
The pt was treated with antibiotics. The device history records for radiesse were not reviewed as the lot number was unk.